Manufacturer narrative:
H3, h6: it was reported that a hip revision surgery was performed because metallosis on the patient was suspected. As of today, the implanted device used in treatment, has not been returned for evaluation. A review of the historical complaints data for the bhr modular head was performed using batch number, part number and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for said device. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. In the absence of the actual device, the production records were reviewed for the device reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. To the date, no clinically sufficient data was provided to perform a medical investigation. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H6 (health effect - impact code and medical device problem code)

Event description:
It was reported that after a thr performed on (B)(6) 2008, metalosis on the patient was suspected. A revision surgery took place on (B)(6) 2024 to explant a bhr modular head 48mm. Patient status is unknown at this time.

Manufacturer narrative:
Internal reference number: (B)(4).